Manufacturer narrative:
Event was received from eye care practitioner to coopervision (B)(4). Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt has been wearing contact lenses for approximately one year. On (B)(6), 2011 the pt was dispensed biofinity sphere lenses and was diagnosed with a corneal ulcer on (B)(6), 2011. Pt suffered from pain, a watery eye and redness. The pt was wearing the lenses as extended wear. Pt was prescribed fucithalmic, zymac and fml eye drops. Pt has permanently discontinued lens wear and has made a full recovery. There has been no loss of visual acuity. The optician believes the ulcer was a result of the pt sleeping in the lenses.